Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error 43 alarms noted during testing. No battery or power anomalies noted during testing. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was died, had insulin pump error alarm, not working and did say insert new battery as well as battery failed alarm. Customer's blood glucose value was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.